Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, during a cori tka procedure, the registration, calibration and bone landmark phases went well. However, when they started to prepare femoral component with milling, burr stopped once it hit harder bone surface. A notification saying: "robotic drill cable disconnected" appeared. They followed troubleshooting instruction, quit case, reinstalled and re-calibrated bur and continued, but the same scenario happened. The case was aborted and converted to conventional manual procedure. No patient injury was reported. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill p/n rob10013, (B)(6) used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. The bur was inserted without any errors or problems. There were no issues passing calibration. Cori log files were provided for review, however the user database error file could not be downloaded. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual, functional or log file review, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from singapore, it was reported that during a cori tka procedure, the registration, calibration and bone landmark phases went well. However, when they started to prepare femoral component with milling, burr stopped once it hit harder bone surface. A notification saying: "robotic drill cable disconnected" appeared. They followed troubleshooting instruction, quit case, reinstalled and re-calibrated bur and continued, but the same scenario happened. The case was aborted and converted to conventional manual procedure. No patient injury was reported. No other complications were reported. No patient information or operative reports are available. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section h10: the real intelligence robotic drill used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. The bur was inserted without any errors or problems. There were no issues passing calibration. Cori log files were provided for review, however the user database error file could not be downloaded. Although the reported problem was not confirmed, a factor that may have contributed to the reported problem may have been that the bur was not fully seated into the carriage. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The product, ri robotic drill (singapore), rob10013, (B)(6) used for treatment was not returned for evaluation. Thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The userdatabase error file provided could not be downloaded. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the drill disconnect issue was encountered when the doctor started to prepare the femoral component with milling. They followed troubleshooting instruction, quit case, reinstalled and re-calibrated bur and continued, but the same scenario happened. Reportedly, the case was aborted and converted to conventional manual procedure. No patient injury or other complications were reported or expected as the surgeon did ¿change technique to a manual procedure¿ to complete the case, which is an approved surgical technique. Clinically relevant medical documentation was not provided for inclusion in the investigation. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.